Event description:
Healthcare professional reported right side "rupture." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 01/mar/2024.

Manufacturer narrative:
Photographic device evaluation: a review of the device through photo graphics noted rupture was observed, however an assessment can not be performed of the opening as it is not possible to utilize microscopic analysis.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.